Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the severely tortuous distal right coronary artery. An anchor balloon technique was performed with a 2.0x10mm non-bsc balloon. Next a 2.5x12mm promus element stent was advanced for treatment but met resistance and could not cross the lesion. Upon removal, it was noted that the "stent got lifted". The procedure was completed with a different device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
(B)(4).device is combination product.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the severely tortuous distal right coronary artery. An anchor balloon technique was performed with a 2.0x10mm non-bsc balloon. Next a 2.5x12mm promus element stent was advanced for treatment but met resistance and could not cross the lesion. Upon removal, it was noted that the "stent got lifted". The procedure was completed with a different device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device noted distal stent damage. One strut at the distal edge was raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).